Manufacturer narrative:
Initial 5 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient faced occlusion issue with five infusion sets on (B)(6) 2026, (B)(6) 2026, (B)(6) 2026, (B)(6) 2026 and (B)(6) 2026 which leads to high blood glucose and was treated with correction bolus via pump.